Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient displayed t wave oversensing on the right ventricular (rv) lead a week after a device change out. The oversensing was noted on a device interrogation. The physician elected to reopen the pocket and investigate further. The device was noted to have blood in the rv lead header port. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.